Event description:
Customer's mother reported that the insulin pump's case and reservoir compartment were loose, broken, and cracked. Customer's mother reported that the insulin pump had not been dropped. Blood glucose level was 145.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, missing reservoir tube oring, cracked battery tube threads and a minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.